Event description:
It was reported that on (B)(6) 2013 during a left femur fracture procedure: the aiming arm - insertion guide (part 324.011) would not line up with the condylar plate 02.001.302. The surgeon then used periarticular aiming arm (part 03.120.011) from the percutaneous set and it broke while being assembled. The reporter stated that the percutaneous aiming left arm (part 03.120.011; lot 18710702) and the bolt sheared off during the assembly. Both aiming arms (the insertion guide/periarticular aiming arm) were un-usable during the procedure; this delayed the procedure by 35 minutes. The reporter also stated the insertion guide did not work, the surgeon was using with the second part to test if it worked. The reporter clarified: the part definitely sheared off, the aiming arm was misaligned with the plate and another plate was used because of the misalignment of the outrigger. There was no patient injury reported. This is report 1 of 3 for complaint # (B)(4).

Manufacturer narrative:
The device is used for treatment, not diagnosis. Synthes (B)(4); not previously reported. Date received by manufacturer 12/20/2013. The product development evaluation was completed. One part 324.011, distal femur liss insertion guide-left, lot # 2524568, mfd. 11/2009 returned with the complaint category misalignment. The mfg. Evaluation revealed no discrepancies with the insertion guide. This is a re-usable carbon fiber outrigger used to secure the liss plate with an extension arm to facilitate percutaneous, submuscular insertion of the plate to the left femur. A variety of instruments snap into the aiming arms for quick assembly providing securement and alignment of the arm to the plate for the installment of securing screws. There are 2 invalid misalignment complaints for this part in catsweb (01/01/1990 to current), in both cases the returned product was evaluated by manufacturing and no discrepancies were found. Part/s 02.001.302 4.5mm lcp® curved condylar plate 12 holes/278mm-left, no parts were returned for evaluation of the complaint category misalignment. Based on the event description one plate was discarded and one was implanted preventing any evaluation of the plates. The first plate (part number unknown, lot # unknown) was disposed and condylar plate part # 02.001.302 (lot # unknown) was implanted, since the plates were not returned nothing can be determined regarding the condition of the plates. One part 03.120.011, periarticular aiming arm-left, lot # 1810702, mfd. 02/08 returned with the complaint category misalignment, the part was returned with the coupling nut broken off, the extension arm was not returned. This is a re-usable carbon fiber outrigger used to secure the condylar plate facilitating percutaneous, submuscular insertion of the condylar plate to the left femur. A variety of instruments snap into the aiming arm for quick assembly providing securement and alignment of the arm to the plate for the installment of securing screws. The customer attempted to use this device after the misalignment issue occurred with the insertion guide with no success. Design: 03.120.011 periarticular aiming arm lot # 1810702 for 4.5 mm lcp condylar plates (left) has a coupling bolt with a pinned shaft which is secured to the periarticular aiming arm. The assembly attaches to an extension arm secured to the condylar plate to facilitate percutaneous, submuscular insertion of the condylar plate. The coupling bolt was redesigned eliminating the 2 part assembly of the coupling bolt with pins securing the shaft; thus far, the present one piece design has no reported breaking of the coupling nut as well as no reported broken coupling bolts of the modified design. It concluded: the current designs of aiming arm, part # 03.120.011 and insertion guide, part # 324.011 are adequate for their intended use and did not contribute to the complaint condition of misalignment. Corrected data: changed from synthes USA to synthes (B)(4).

Manufacturer narrative:
This device is used for treatment, not diagnosis. Patient ID case # (B)(4). Hospital questionnaire received on (B)(4) 2013. Placeholder.

Manufacturer narrative:
The device is used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Part manufacture date: 02/07/2008. A device history review was conducted. The manufacturing records were reviewed and no complaint related issues were found. Subject device was received and is currently in the evaluation process. Investigation is ongoing;no conclusion could be drawn.

Manufacturer narrative:
The device is used for treatment, not diagnosis. Additional narrative: the product development evaluation was revisited/completed for clarification purposes. Supplemental details provided on the design of part 03.120.011 - periarticular aiming arm lot # 1810702 for 4.5 mm lcp condylar plates (left). The current design of part 03.120.011 returned was manufactured in may of 2008 prior to may 2009 implementing numerous changes to the assembly. The updated product development evaluation concluded: the current designs of aiming arm, part # 03.120.011 and insertion guide, part # 324.011 are adequate for their intended use and did not contribute to the complaint condition of misalignment. The manufacturer date for one part 324.011, distal femur liss insertion guide-left, lot # 2524568, manufactured on 9/2009 was returned with the complaint category misalignment (the date of (B)(4) 2009).

Manufacturer narrative:
The device is used for treatment, not diagnosis. Date received by manufacturer: 11/26/2013. The manufacturer evaluation was performed. The part was received in condition as: the coupling assembly is as per event description broken and has come apart from the aiming arm; only the turning knob is available; the rest of the assembly including the 8 mm pin with fixation thread is missing. A conclusion cannot be presented due to the missing broken off components of the coupling assembly. The pin broke off inside the turning knob. Visually there does not appear to be an issue other than the damage sustained by mechanical overloading.